Manufacturer narrative:
(B)(4). G2: foreign ¿ canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the case, it was noticed that the distal portion of the positioning guide rod was broken. It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9 g3; h2; h3; h6. Visual examination of the provided pictures identified the guide rod fractured at the tip. There are also wear marks along the shaft. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.